Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of corroded iui connectors was confirmed from photos in the tpc site summary. Cleaning practices were reviewed and tip sheets left with the customer. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no report of patient involvement.

Event description:
As part of the project planning for the alaris-epic interoperability project at stanford, the technical practice consultant was onsite last week to perform an a fleet assessment of the facility alaris devices. The tpc observed devices from biomed,anesthesia and ICU, it was reported that approximately 25 lvp devices, a handful of syr/pca devices and a couple of pcus were inspected and the majority had corroded iui connectors and have damage/I corroded ui connectors there was no report of patient involvement.